Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was report that the brake did not work effectively. A rotapro device was selected for procedure. During the preparation, the rotowire to spin and tangle and the brake defeat button was activated. The rotation speed exceeded 95,000 rpm while in dynaglide mode. There was no patient complications reported.